Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified there was no visible damage to the device. The suture was returned removed from the handle. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the juggler knot anchor pulled out/failed while the surgeon was attempting to implant. Another anchor of the same specifications was implanted to complete the procedure. It was indicated that there was no patient involvement and no harm was indicated for the patient for the malfunction. No additional information is available.